Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during an flexible sigmoidoscopy procedure performed in 2009. According to the complainant, during the procedure, the physician was dilating rectal and sigmoid strictures. The physician used a cre balloon to dilate a stricture. However, when the physician attempted to deflate the balloon, it would not fully deflate. The physician had difficulty removing the balloon from the scope. The balloon catheter was cut in order to remove the balloon from the scope. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device expiration and manufacture dates are also unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.